Event description:
The customer reported that the scopes are dripping bluish fluid after cycle. There were no physical complaints reported. It was also reported that the customer was using a non-asp solution in their machine. The asp field service engineer (fse) advised the customer to use cidex opa. The issue resolved after switching to cidex opa.

Manufacturer narrative:
Other, residue.